Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. A 3.00 x 48 synergy drug-eluting stent was selected for treatment. However, while trying cross the ostium of the saphenous vein graft (svg), it was observed under fluoroscopy that the stent appeared to be stuck on the lesion. When the stent was no longer stuck, the device was removed from the guide and it was noted that the stent struts were unraveled. The procedure was completed with another stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred and removal difficulties were encountered. A 3.00 x 48 synergy drug-eluting stent was selected for treatment. However, while trying cross the ostium of the saphenous vein graft (svg), it was observed under fluoroscopy that the stent appeared to be stuck on the lesion. When the stent was no longer stuck, the device was removed from the guide and it was noted that the stent struts were unraveled. The procedure was completed with another stent. There were no patient complications nor injuries reported. It was further reported that the 69% stenosed target lesion was located in the mildy tortuous and non-calcified saphenous vein graph.